Manufacturer narrative:
The actual sample was received for evaluation. The returned unit was labeled for single use. A visual inspection was performed and no defects were observed. An under water pressure test was performed and a leak was noted at the heat seal of the blood chamber. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes 1 malfunction events. It was reported that a blood/solution infusion set split under the blood chamber. This occurred during priming, and led to a leak of saline solution. There was no patient involvement. No additional information is available.